Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: can you please clarify the statement you made regarding "the patient is stable and in hospital now.". Is the patient's hospital stay due to the device issue that occurred? No or is the patient's hospital stay typical for this procedure? What is the current patient status? Stable and left from the hospital

Event description:
It was reported that during the laparoscopy combined with radical resection of esophageal carcinoma, when severing the stomach, after fired, found the staples malformed. The patient was oozing of blood, suture was used to sew the wound and stop the bleeding. The surgery delayed about 20 minutes. The patient is stable and in hospital now. Our customer was very experienced customer, when assembling the device, the surgeon found it was loose, and different from other devices, so he suspect it was device issue.

Manufacturer narrative:
(B)(4). Batch # p5781j. Device evaluation: the analysis results found that the tlc75 device was received with no apparent damage and with a cartridge reload present. The reload was fully fired. The swing tab was in the unlocked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The device was tested for functionality with a test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.